Manufacturer narrative:
The power supply unit (psu) was returned, therefore resmed is unable to confirm the alleged malfunction at this time. Per the customer, a different psu was used on the astral device and the device charged. Based on available evidence and previous investigations of similar complaints, the investigation determined that the psu failure was most likely due to an isolated component failure in the psu assembly. The power supply unit was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: b)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was failing to charge the astral device. There was no patient injury reported as a result of this incident.